Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they started getting sick when they began wearing their aligners. They experienced throat pain and mucus. After stopping wearing the aligners their symptoms would subside and they would feel better. Advised patient to seek medical attention and requesting lor from their doctor.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.